Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation.

Event description:
A neuron delivery catheter 053 was found to be damaged upon removal from the package. The device was kinked at the distal portion near the tip. The device was not used. A second device was used, and the physician completed the case successfully. No date of event was provided, as a hosp rep was holding the product in her office for some time.